Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e103 could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the vise elite xenon light source display an e103 error when the power is turned on. The event occurred during preparation for use, prior to diagnostic otolaryngology endoscopy procedure. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event. This is report #2 of 2 due to multiple events and devices reported. Reference report patient identifier (B)(6) for the additional report.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, wear of detection cover was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.